Event description:
On 9-apr-2026, it was reported by a sales representative via (B)(4) that an ar-301-b005 burr broke off inside a ar-300b attachment and can no longer be used. Noticed during a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.